Manufacturer narrative:
To date, information suggests that beyond electrical re-programming to least, both medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this rv lead was removed from service due to an increase in pace thresholds during a normal device changeout. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead did exhibit myopotential oversensing with subsequent pacemaker inhibition of greater than 2 seconds at one time. The noise oversensing issue could not be reproduced with isometrics. However, the medical care personnel did re-program the device to least setting in order to mitigate since the patient is pacemaker dependent. It was noted by the local area sales representative that the myopotential oversensing did occur at an airport and than electromagnetic interference (emi) may have been a cause.